Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. The patient's heart rate was in the 50's. The right ventricular (rv) lead exhibited loss of capture and variation of thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.